Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: scar tissue, generalized illness. (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient who underwent a revision breast augmentation with two 375cc mentor memorygel breast implant prostheses and suffered several unexplained systemic symptoms, including swelling, difficulty breathing, hypertension, breast pain, pressure on chest, scar tissue , loss of vision, brain fog, drowsiness, exhaustion, bumps on skin, and stabbing pain around her nipples. No device issue was reported. The patient had consultation with a healthcare professional. However, the root cause of the patient¿s symptoms is unclear. On (B)(6) 2020, the patient underwent unilateral removal without replacement for the left side due to swelling, difficulty breathing, hypertension, breast pain, pressure on chest, and scar tissue. However, the patient stated that she continues to experience the same symptoms after the removal surgery and suspects that the current symptoms are due to the right implant. The patient believes that the right implant should be removed in order for her to get better. However, at the time of this report, mentor has received no information regarding an expected explantation date for the right-sided device. This report is for the left-sided prosthesis.